Event description:
It was reported that the device will not power off after being turned on and it would not be functional if needed to defibrillate a patient. There was no patient use associated with this event.

Manufacturer narrative:
The customer confirmed that currently the device has been taken out of service and has no plans to repair it at this time. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.